Event description:
The user facility has had a few incidents where the hard plastic eyelets (punches) are not staying onto the pole mount securely and the system had popped off. It was further reported that the holes may not be placed in the right place so that the system is not lined up correctly to the pole mount causing one side to come off and that could also cause the other side to pop off.

Manufacturer narrative:
To date, the involved device has not been received for evaluation. An investigation has been initiated based on the reported information.